Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated that sensor glucose readings being 150 points higher than the glucometer reading and often it would actually be low like 50mg/dl and 60mg/dl. Customer¿s blood glucose value at time of incident was 369 mg/dl and current blood glucose value was 251 mg/dl. Blood glucose value was 367mg/dl and was in the 300mg/dl all night long. Customer tried treating and never worked in going down after treating, and lunch time next blood glucose value 277mg/dl. Sensor glucose value from reported event was 400mg/dl. Customer also stated that they had failed battery test alarm. The drive support cap appears normal. The sensor and insulin pump will not be returned for analysis.